Event description:
Additional information received from the clinical team provided the implant date of the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to increase the intensity of their stimulation; every time they made an adjustment, the intensity reduced. The patient reported no signs or symptoms as a result of being unable to adjust their settings. They had an appointment on (B)(6) 2025 and electrode 8 was out of range; there was high impedance. Reprogramming was performed to avoid this electrode. It was noted that the patient had an appointment on (B)(6) 2025 and all impedances were in range, and the patient did not mention any problems at this appointment. The issue was resolved. Additional information was received from the healthcare provider of a clinical study reporting that the patient had wanted to increase the stimulation but was unable to and the intensity was being reduced on its own. The intensity reduced on its own every time he made an adjustment. It was not documented that any error messages were seen when the patient attempted to increase his stimulation. Etiology was a causal relationship the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.